Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician said it was hard to locate the set screw and the wrench did not fully stand inside of the implantable pulse generator (ipg) as it usually does. It was also noted that the setscrew came out onto the wrench when moving the lead. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.